Event description:
The facility reported that the patient was being transferred from bed to a wheelchair and was positioned perpendicular with respect to the chassis. The patient touched the arm of the wheelchair. The sling hook that supported the leg of the patient became unhooked. The patient sustained cranial trauma and was in a coma when reported.